Event description:
Film review analysis: review of angio images during implant revealed that the endurant bifurcate device was implanted just below the renals. The ipsi limb was placed into the left common iliac, and the contra limb and several extensions were placed down into the right external iliac artery. The right limb was acutely angulated approximately 90 degrees near the iliac bifurcation. The right internal iliac was coiled. Final angio showed no endoleak or any other stent graft issues. Other than several images showing ballooning within the stent graft, no additional images during the implant were provided. A single image shows what appears to be a graft cover or sheath within of the iliac arteries, and there is a guidewire coursing beyond the end of the cover. The iliac arteries appear tortuous. The detached tip was not visible on any of the returned images. The cause of the tip detachment is unknown. Images during the limb implant, delivery system removal, and tip detachment were not seen on the returned images. It is possible that the tortuous iliac anatomy may have contributed to the detachment.

Event description:
An endurant stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. It was reported that during the index procedure, the nose cone detached from deployment device. The tip was retrieved through sheath without any obvious injury to the patient. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received. The device was not torqued or twisted prior to the detachment and there was no loss of guidewire support. The tip had detached after deployment of the stent graft. The ¿rod¿ attaching to the handle was visible which is how the physician was able to retrieve the tip from the patient. The patient¿s iliac arteries were moderately tortuous.